Event description:
Medtronic received information that during perfusion, the bioconsole's internal and external pump motors stopped. Sparks were observed coming out of the unit. The biomedicus console was still powered on. The patient was not perfused for a few minutes while the hand crank was set up and change out took place. The patient was awake and talking the day after the procedure, but the facility was going to perform a neurological evaluation to ensure that there been no adverse effects. Information regarding the outcome of that testing has not been received. The bioconsole is being held by risk management at the facility until it is forwarded to the local competent authority for analysis.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. At this time, the product has not been made available to medtronic personnel for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative and an independent third-party testing firm's representative visited the clinical site and were able to re-create the reported clinical observation through manipulation of the connector cable between the motor controller circuit board and the device's pressure circuit board. Additional testing isolated the issue to a single connector pin with an intermittent electrically open circuit; physical manipulation of the pin and the associated wire would produce a closed electrical circuit during which the motor would run, or an open electrical circuit which would stop the motor. The device was returned to medtronic and the connector cable was replaced, which successfully resolved the issue and the device functioned properly in subsequent testing. As a precaution, the two circuit boards connected by the cable also were replaced. Additional preventive maintenance was performed and the device was returned to service. (B)(6). (B)(4).